Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ok button was unresponsive for a while. Customer reported that the button was working at the time of call. Customer¿s blood glucose level was 8.5 mmol/l. Customer reported that the number was not ramping on screen. Customer reported that the alarm was not in progress at the time when button was unresponsive. Customer reported the button was not unresponsive during an easy bolus attempt. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.